Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
(B)(4). Investigation is ongoing

Event description:
As reported by our affiliates in (B)(4), during inflation of the 26mm commander delivery system balloon to deploy the 26mm sapien 3 valve by tf approach in aortic position, the balloon burst. Despite this, the valve was well implanted.

Manufacturer narrative:
The edwards commander delivery system was returned in the locked position with the loader cap on flex shaft and the three-way stopcock attached. There was a kink on the proximal balloon shaft due to returned packaging. The delivery system was visually inspected, and the following was observed: a longitudinal and radial balloon burst was observed and there were no missing balloon pieces. Due to the condition of the returned device (burst balloon) no functional testing could be performed. The complaint was confirmed through visual inspection. Dimensional analysis of the balloon wall was performed, and all measurements were within specification. A device history review (DHR) was performed and the work orders did not reveal any manufacturing issues that could have contributed to the reported event. A review of lot history was performed and revealed no additional similar complaints. A review of complaint history from may 2018 to april 2019 for the edwards commander delivery system (all models and sizes) revealed other similar returned complaints; however, the review of complaint data found that the complaint rate did not exceed the april 2019 control limit for the trend category. Instructions for use (IFU) commander delivery system IFU, ce, device preparation manual, and procedural training manual were reviewed for instructions involving commander preparation and procedures relating to the complaint event. No IFU and training manual deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification (pv) testing as a requirement for lot release. All samples must pass pv testing for the lot to be released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. Review of lot history, complaint history, and DHR revealed no indication a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to reported event. A review of IFU/training materials revealed no deficiencies. Although no imagery was provided and characterization of annular calcification was not provided, a review of available information suggests that the balloon burst was likely caused by patient or procedural factors. If the patient had annular calcification, this can lead to a balloon burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Therefore, available information supports that patient and procedural factors contributed to the reported complaint event. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As such, available information suggests patient/procedural factors (annular calcification) to the reported events. However, a definitive root cause is unable to be determined. There is no evidence of a product non-conformance and no IFU/training deficiency was identified. The complaint occurrence rate did not exceed the complaint trend category control limit.  As such, neither a product risk assessment (pra) escalation, nor preventative or corrective actions are required at this time.